Manufacturer narrative:
The pump has been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, all keypad buttons were found to be intermittently responsive. There was evidence of keypad adhesive found under all key contacts.

Event description:
There are no reported patient impacts associated with this complaint. It was reported that the buttons have been intermittently responsive for about (B)(6). A family member reported that the up and down arrow buttons are problem some and that the issue has gotten worse over (B)(6). She stated that the patient is monitoring all programming and all delivery has been correct.